Event description:
It was reported that an ilet stopped working, prompting the user to switch to a different ilet to continue therapy, and the reported issue was a screen that was unresponsive. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no hospitalization and continued insulin therapy using an alternate device. Investigation included collection of event details and arrangement for device replacement and return. Investigation of this case revealed insufficient detail to determine a specific device component failure beyond an unresponsive display, and no functional or clinical consequences were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.

Manufacturer narrative:
Initial.